Event description:
There is no known allegation from a health professional that the death was related to the device. It was reported that the cause of death was unknown. No anomalies were found during device interrogation. Pacing and tachy therapy were turned off.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.